Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient sought medical attention on (B)(6) 2026 for skin-related symptoms. The patient had been wearing the pod on the abdomen for longer than 48 hours and removed it prior to seeking medical attention. The patient stated that increased redness, irritation, and pain were observed at the site following pod removal, with infection noted the following day. Diagnosis was methicillin-resistant staphylococcus aureus (mrsa) infection at the pod site. The patient reported treatment with clindamycin for 7 days without improvement, followed by cefdinir for 10 days. The patient reported successful resumption of pod therapy following the event.